Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and surgical intervention. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the superficial femoral artery (sfa) below the bifurcation. Reportedly, instead of hearing a "click" an unusual snap was heard when deploying the needles (step 2). When the needles were disengaged by pulling the plunger assembly back resistance was felt and the rail suture broke and remained in the pt's artery. An attempt to achieve immediate hemostasis was made using an angioseal; however, hemostasis was not achieved. The pt was taken to surgery and both the suture and angioseal were removed. The artery was patched to achieve hemostasis. Reportedly, the foot plate had caught on the posterior wall at the junction of the sfa and profunda causing the needles to go through both walls and caused the suture to snap. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
Superficial femoral artery (sfa) below the bifurcation). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.